Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was over 600 mg/dl. The customer's blood glucose declined to 593 mg/dl after treatment with the insulin pump. It was also found the transmitter did not blink when connected to the sensor. The customer also reported their sensor was bent. The sensor's cannula was also damaged. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per spec with accurate readings. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.